Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 20g x 3/4" powerloc max infusion set was returned for evaluation. The returned product sample was evaluated and a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes. Evaluation findings are in section h.11.

Event description:
It was reported by the customer "pediatric patient arrived for daily treatment. Upon flushing the normal saline into his line, it was noted that the ivad tubing (near the microclave) had almost completely separated and was leaking. The process of preparing him for his treatment was stopped. We had to bring him to our induction room and have his ivad de-accessed and re-accessed. This was day 4 of access." No other information was provided.